Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of september 30, 2015, there has been no response from the user facility. (B)(4). The user facility biomed determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The user facility biomed was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty main pcba for evaluation. The alleged faulty main pcba has been received, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation of the main pcba is complete, carefusion will submit a follow-up medwatch report.

Event description:
The user facility biomed reported that while in use on a patient the device went inop and the patient's saturation level dropped. The patient was removed from the device, bagged and the patient's saturation level came back up and the patient did not suffer any permanent harm.

Manufacturer narrative:
Failure analysis: examined vela main pcba pn: 52850, rev. F, sn: (B)(4) and found that the zero ¿0¿ calibration of the turbine differential transducer pt800 failed to calibrate. The main pcba was installed into a known good vela test ventilator and calibration was performed per test standard 91572 sec. 5.7. The events log has multiple turbine differential xdcr faults (0,0,xxx) which indicates that this transducer is drifting and is not functioning normally. This fault caused the turbine to fail and the unit to go vent inop. The unit¿s event log also, contains many errors that are related to this issue i.e. Xdcr fault, low pip, low ve, and motor fault. Finding/root-cause: duplicated, turbine transducer failed and will not calibrate and vent went inop, complaint allegation. Defective vela main pcba pn: 52850, rev. F, sn: (B)(4), its turbine differential transducer pt800 pn: 68354 is drifting. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.